Event description:
It was reported that the bd saf-t-intima IV catheter safety system with prn adapter 24 g x 0.75 in. Experienced leakage during use. The following information was provided by the initial reporter: it's noticed that blood leakage at catheter.

Manufacturer narrative:
Investigation: a device history review was conducted for lot number 8212735. Our records show that this is the only instance of this issue occurring in this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, leakage testing was conducted on the returned device; the results form this test were able to identify a small tear in the catheter tubing. The small wound in the tubing is indicative of a needle puncture mark; a review of the manufacturing line was conducted to identify any potential areas of concern that may exist within the manufacturing process, but our engineers were unable to associate the root cause for this damage with any portion of the manufacturing process. Currently, bd engineers speculate that it is possible under the right conditions for the catheter to become pierced by the cannula when the device is being removed from a partially opened packaging unit.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd saf-t-intima IV catheter safety system with prn adapter 24 g x 0.75 in. Experienced leakage during use. The following information was provided by the initial reporter: it's noticed that blood leakage at catheter.